Event description:
The patient contacted animas alleging there was no power to her pump. At the time of troubleshooting, the patient confirmed there was no visible damage to the pump's casing or battery cap. The replaced the pump's battery; however, the alleged issue remained unresolved. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the black box history did not show any power loss events on (B)(6) 2011. The last basal delivered was on (B)(6) 2011 at 7:22 am after which the pump was turned off and not rebooted. During investigation the pump booted to the verify screen and was exercised for 24 hours without interruptions. The pump cover was removed for internal analysis and no defects were observed. No power related defects were found during investigation.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.